Event description:
It was reported that an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram was performed and the pt was discharged. The pt experienced symptoms of site reddening, pain, maturation around the puncture site, and developed an infection. This was treated by drainage of the area, antibiotics and the pt has recovered. The physician was in the angio-seal training process.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot # was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.